Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose events primarily overnight while using the ilet bionic pancreas, with device reports showing frequent glucose fluctuations and meal announcements often entered as ¿more than¿ by over 50% for lunch and dinner. Symptoms included hypoglycemia with documented time in range under 54 mg/dl of 1.2%. Outcomes included the need for oral glucose treatment. Investigation included case intake, review of device-reported glucose trends, assessment of meal announcement practices, and assignment for additional training. Investigation of this case revealed that incorrect meal size announcements contributed to inappropriate insulin dosing and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related meal announcement error was the most likely cause, and additional training was appropriate.